Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR, device manufacture date: investigation summary investigation selection. Investigation site: (B)(4) zuchwil. Selected flow(s): 5. Broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw is broken and that we have received back the head section of the screw, the tip section of the screw is missing, this thus confirming the complaint description. Furthermore, the bearing surface section at the screw head, there the coating is faded and the surface full of scratches which comes from a hard connection to the plate. Document/specification review: drawings and revisions are in accordance to DHR of production lot: l159545. All relevant features are defined on the used drawing revisions of DHR of production lot: l159545. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Material or hardness review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no material or hardness review is needed. Furthermore, the raw material certificate was reviewed and the used material was according to specification. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that excessive force led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device evaluated by MFR, device manufacture date: device history lot part: 414.836, lot: l159545, manufacturing site: (B)(4) (china), release to warehouse date: 01.sep.2016. The device history record shows this lot of 50 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification. Device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a titanium (ti) cortex screw broke during an unknown orthopaedic procedure of the distal femur. The screw broke during insertion of cortical screw oblique in hole of the plate. A new screw was used to replace the broken screw. Broken screw was removed without difficulty. There was no surgical delay reported. The procedure was completed with the patient in stable condition. This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device codes: ktt, hrs. Device is expected to be returned for manufacturer review/investigation but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a titanium (ti) cortex screw broke during an unknown orthopaedic procedure of the distal femur. It is unknown if there was a surgical delay. Patient status is unknown. This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).